Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the bed exit. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventative maintenance pm. Make sure the bed exit system operates correctly. Replace parts if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of a bed exit not alarming at the nurse's station were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
On 13-jan-2026, a customer contacted technical service to report that centrella med-surg (product code p7900b, serial number (B)(6)), had bed exit not alarming at nurse's station when patient exited the bed. Patient fell out of bed with no injury reported. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.